Event description:
It was reported that during a da vinci myomectomy procedure, the cable on the permanent cautery hook (pch) instrument frayed. A replacement instrument pch instrument was installed, however, the cable on the replacement instrument frayed. The surgeon made the decision to complete the surgical procedure using open laparotomy techniques. On (B)(4) 2014 intuitive surgical, inc. (Isi) contacted the surgeon who performed the surgical procedure. According to the surgeon the patient had an extra large uterus and very large fibroid that was difficult to dissect out. The surgeon indicated that his decision to complete the planned surgical procedure using open (mini)laparotomy techniques was due to the size of the patient's fibroid and breakage of the pch instruments. According to the surgeon while performing dissection to remove the patient's large fibroid, a fair amount of pressure was placed on the instrument, which put pressure on the instrument. He indicated that the pressure on the instrument may have caused the cable on the instrument to fray. The base of the patient's fibroid was morcellated and removed through a relatively small laparotomy incision that was 7 cm in size. The surgeon indicated that post-operatively the patient recovered fine and that the patient's recovery was uneventful. Medwatch report 2955842-2014-02064 was submitted regarding the first pch instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found pitch up cable was broken at the distal clevis hub. The broken cable segment that contains the crimp remained installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged no other damage was found.

Manufacturer narrative:
The instrument has been returned for evaluation, however; failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. This complaint is being reported due to the following conclusion: the da vinci myomectomy procedure, was converted to an open mini laparotomy due in part to the cables on the permanent cautery hook instruments fraying causing the surgeon to make the decision to complete the da vinci surgical procedure using open mini laparotomy techniques.